Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 1.6, lab: 3.0. Date: (B)(6) 2013, inratio: 2.3. Time between inratio tests: 24 hours. Customer reports that the inratio reading from (B)(6) 2013 was incorrect as the wrong strip code was entered into the inratio meter. Therapeutic range: 2.5 - 3.0. Customer is a long term warfarin patient (5+ years).

Manufacturer narrative:
Time between inratio and reference test was reported to be 24 hours, this exceeds the 3 hour criteria for time between testing. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the patient. For this reason, no further comparison analysis of this reported result is appropriate. Customer did not use the correct strip code to obtain inr = 1.6. The code on the monitor display should match with the strip code on the packaging labels or test strip pouch. Strip codes contain qc ranges and calibration information to directly calculate the inr. If entered incorrectly, this may lead to inaccurate inr results. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.6, reference: 3.0, mean: 2.3, confidence limits: 1.4 - 3.1. In-house therapeutic donor testing was performed on reported lot number 284354 on (B)(4) 2013, and yielded the following results: donor: 202, inratio: 2.9, 2.6, 2.7, reference: 2.93, bias threshold: 1.93 - 3.93, %cv: 5.59. Donor: 212, inratio: 2.5, 2.7, 2.5, reference: 2.01, bias threshold: 1.01 - 3.01, %cv: 4.50. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: one of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Customer used the incorrect strip code on one of the inratio results. This can result in errors or inaccurate results. As of (B)(4) 2013, (B)(4) discrepant complaints have been reported for lot number 284354 yielding a complaint rate of (B)(4). This reaches the action threshold of (B)(4). Brick lot number 277619 with strip code z25uk material was split into three different lots: lot number 284354 into (B)(4) (smaller lot), lot number 284353 into (B)(4) (smaller lot), lot number 284355 into (B)(4) (larger lot). Therefore 68 discrepant complaints have been reported for lot numbers 284354, 284353 and 284355 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time.